Event description:
It was reported that during the implant procedure upon final imaging of position, there appeared to be a fracture at the proximal end. The lead was replaced and no patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): no anomalies found. It was noted that the proximal conductor was distorted and the outer insulation was breached/cut.